Event description:
Further information was received that patient was replaced due to device issue. The product is not available for return as the facility the surgery took place discards products after surgery.

Event description:
It was reported that during a battery replacement surgery, impedance was fine after implant. After the patient was closed, impedance was checked again and showed to be within normal limits, but with near end of service=yes condition flagging. It was stated that a photon blade was used in the area of the m102 being replaced due to calcification. It was further clarified that electrocautery was still used a little after the generator was implanted. It was unknown if anyone had touched the metal shaft of the generator when attaching the lead. Device history records were reviewed and noted that the device was sterilized and passed all quality inspections prior to distribution. No additional, relevant information was received to date.